Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/09/2018. (B)(4). To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure. Date and name of initial surgical procedure. What were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. Product code and lot number? What is physician¿s opinion as to the etiology of or contributing factors to this event? The initial approach for the index surgical procedure? Any concurrent procedure/device implantation? Were there any intra-operative complications? Patient symptoms manifestations (location, severity, appearance, systemic or local reaction) . Date - time of onset of infection from the surgical procedure? Were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Were cultures performed? Results? Date and findings of mesh excision? What is the patient's current status?

Event description:
It was reported that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. The patient experienced sacral osteomyelitis and septicemia secondary to infected mesh, removed surgically by the urogynecology team. Additional information has been requested.